Event description:
It was reported that systematic infection was observed. Device and lead was explanted and a new device and lead was implanted. Patient was stable prior, during and post procedures.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.